Event description:
It was reported that during a hand assisted gastrectomy procedure, they tried to close the first device on the duodenum and the device would not close. They tried to fire the device and the device would not fire. Then they were able to force the device closed, but the anvil popped open. A second device was pulled and the device fired fine. The device was reload for the second firing and the device would not close. They got the device to close but then the anvil popped open. A manual echelon was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Damaged release button. Additional information was requested and the following was obtained: on what tissue type was the device used? Duodenum. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 1st firing on the first device and second firing on the second device. Echelon straight/flex: asku. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? Asku. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis found that one pse60a device was received for analysis with no cartridge reload present. Furthermore, the device was found to have the clamping mechanism damaged. The instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Upon firing and in order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage suggests the device was forced to open with the knife not in the home position by pulling the closing trigger to home. Please note that if the instrument is partially fired, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger.